Event description:
It was reported that approximately five days post implant the patient experienced a hematoma. The pocket was revised to evacuate pocket hematoma. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 511212 greatbatch lead; implanted: (B)(6) 2022; product ID: 700fc29 heart band, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.